Event description:
It was reported that an ilet user experienced hyperglycemia with sensor and fingerstick glucose readings in the 330¿350 mg/dl range despite a recent infusion set change and confirmed priming with visible drops, with no leaks observed in the tubing or cartridge. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no alerts or alarms. Investigation included call-center troubleshooting, guidance to perform a site change and fill tubing, and education on managing high glucose. Investigation of this case revealed no device alarms and no observable infusion set or cartridge leak during user-performed checks, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.